Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away at home. The cause of death was acute renal failure and diabetes. The caller stated that the customer had high blood pressure that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected alarm error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump received with no battery installed. Pump received with cracked reservoir tube lip and minor scratched lcd window. Data analysis: there is no data listed for the dated of 01/28/2017 due to pump received without battery installed. The download history file shows data from (B)(6) 2017 through (B)(6) 2018.